Event description:
Additional information received from the health care provider (hcp) reported that the patient's implantable neurostimulator (ins) was implanted on (B)(6) 2015 and was explanted on (B)(6) 2015. The ins was flipped on (B)(6) 2016 and the patient continued to have therapeutic effect. The troubleshooting performed related to the flipped ins and lack of therapeutic effect was an impedance check on (B)(6) 2015. The hcp found that the device had been turned off and reprogrammed it. The actions taken to resolve the flipped ins and lack of therapeutic effect were that a pelvic x-ray was taken to check lead position on (B)(6) 2015 and the lead was found to be in good placement. On (B)(6) 2015, the patient began a trial of the 4 programs and on (B)(6) 2015, the device was explanted and the generator was found to be twisted. The cause of the flipped ins was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was no therapeutic effect since implant and the implantable neurostimulator (ins) kept flipping around. The ins had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.